Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. It was reported that the patient lost consciousness and hospital staff attempted to resuscitate the patient. Review of the patient's download data revealed that an arrhythmia was detected by the lifevest at 05:42:50. The patient's ECG recordings show that the patient was in af at 90 bpm. The rhythm then degraded to vt at 180 bpm degrading to vf with motion artifact and electrode lead fall off. Motion artifact prevented the lifevest from delivering a treatment during this time. At 05:45:54, the patient's rhythm was vf with motion artifact and electrode lead falloff and response button us. Motion artifact and electrode lead falloff prevented the lifevest from delivering a treatment during this time. At 05:47:48, the patient's rhythm was vf with electrode lead fall off and CPR/motion artifact and response button usage. Motion artifact and electrode lead falloff and response button usage prevented the lifevest from delivering a treatment during this time. At 05:54:15, the patient's rhythm was vf with electrode lead fall off and CPR/motion artifact and response button usage. Motion artifact and electrode lead falloff and response button usage prevented the lifevest from delivering a treatment during this time. The patient's rhythm then degraded to asystole.

Manufacturer narrative:
The electrode belt and the monitor were returned to the manufacturer and the evaluations are underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.